Event description:
Hosp advised pt was on a morphine drip set at a rate of 3cc per hour and the bottle contained 100 ml. The pt was terminal. The nurse observed that the rate had changed to a rate in the 40's and the volume to be infused had also changed. The hosp stated that they suspect the family changed the rate. Nursing checked the pt's vital signs remained unchanged. The pt subsequently expired. Hosp stated that the pt's death was not due to the overinfusion of morphine.

Manufacturer narrative:
Manufacturer's report date 7/20/1998. File# 04-98-120. The pump was received and visually and functionally tested. Extensive rate/volume accuracy testing was performed and the pump met all manufacturer's specifications. The instrument was operated for a volume of 100 ml at a rate of 3 ml/hr with no rate changes or other discrepancies observed, and the instrument keypad was found to be operating correctly. The error log was reviewed and contained only entries related to low battery charge levels. The reported overinfusion/rate/vtbi change could not be duplicated. The pump was routed through service and returned to the customer.